Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) and from the hcp. It was reported that the patient couldn¿t sleep, it hurt, and it had been going on for a few months. They stated it personally felt like a manufacturing issue since this was the second time it had happened to them. The next day, the hcp reported they hadn¿t seen the patient in the clinic yet, but planned to reduce the voltage of the stimulator. They noted that should resolve the issue. (B)(6) 2020 e1 (legal, con): additional information was received from the legal team who spoke with the patient. The patient stated a few months after implant on (B)(6) 2018, they had some shocking and the physician replaced the wires and the shocking stopped. However, it started up again (no date provided). They stated it comes and goes. It started as positional however, now it was for not reason and comes out of nowhere. The patient stated they didn¿t want to have the device turned off because the physician had previously turned it off and they started vomiting 2 hours later. No further patient complications were reported as a result of this event.

Event description:
Additional information received from a consumer (con) and from the hcp. It was reported that the patient couldn¿t sleep, it hurt, and it had been going on for a few months. They stated it personally felt like a manufacturing issue since this was the second time it had happened to them. The next day, the hcp reported they hadn¿t seen the patient in the clinic yet, but planned to reduce the voltage of the stimulator. They noted that should resolve the issue.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had significant right side pain, shocking, and they could see their stomach ¿jumping¿ at times. They contacted the healthcare professional (hcp) office and was waiting to hear back. They noted these occurred about a month prior to the report. No further complications were reported or anticipated.